Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that pump fell off and the pump shut off unexpectedly. It was also reported that the pump usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. Check that the pump is working properly by plugging a power source into the usb port and confirming that the display turns on, you hear audible beeps, feel the pump vibrate, and see the green led light blinking around the edge of the screen on/quick bolus button. If you are unsure about potential damage, discontinue use of the pump and contact customer technical support. H3 other text : device not returned.